Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿delayed-type hypersensitivity reaction to piperacillin/tazobactam in a patient with an infected total knee replacement¿ by e. K. Song, et al, published by the journal of bone and joint surgery (2010) vol. 92-b, pp. 1596-1599, was reviewed for MDR reportability. The authors describe a patient who developed a delayed-type hypersensitivity reaction to piperacillin/tazobactam in the cement beads and a spacer inserted at revision of total replacement of the left knee. A (B)(6) year-old female presented to the clinic one year after tka (competitor implants and cement) with pain and swelling of the left implanted knee. That patient had a history of uncontrolled diabetes. Histological analysis of the knee aspirate was consistent with infection and radiological studies indicated a a loosening tibial component. The patient had no history of allergy and skin tests performed at the time for each antibiotic were negative. At revision the implant was removed and beads and an articulated spacer with antibiotic-loaded bone cement (cmw 3, depuy) indiana) containing 1.0 g of gentamicin, 3.0 g of vancomycin and 4.5 g of tazocin per 40 g package of cement were inserted. Intra-operative and frozen biopsy findings showed suppurative synovitis with > 30 polymorphonuclear leucocytes per high-powered field in the ten cellular areas. On the fifth post-operative day, (B)(6) was isolated from the intra-operative cultures, and she was given vancomycin 1.0 g bid IV and oral rifampicin 300 mg bid, based on the sensitivities, instead of the first-generation cephalosporin (cetrazole, 1.0 g bid IV) with which she had previously been treated. This new regimen was administered for one week. On the 12th post-operative day, the crp, esr and wbc had returned to normal and the symptoms of infection had disappeared. However, on the 15th post-operative day she developed moderate pain in the left knee without swelling and generalized erythematous changes accompanied by rigors. The following laboratory changes were noted: wbc 3.8 × 103/mm3, esr 81 mm/hour, eosinophils 11.2% and crp 6.1 mg/dl. On the next day, she developed a fever above 38°c and maculopapular skin eruptions on the neck, face and both arms with an itching sensation. The left knee was hot and tender, but not swollen. She had a high fever (38.6°c), tachypnoea (26 breaths/min), hypertension (bp 180/100 mmhg) and tachycardia (100 beats/minute). An aspirate (3 ml) from the knee was sampled to rule out the possibility of uncontrolled infection. However, the results were not consistent with an infection (wbcs: 230/mm3, neutrophils 55%, stain and culture negative). All diagnostic tests revealed no infection. On the 20th postoperative day, the medical team discontinued all or and IV antibiotic treatment due to suspected hypersensitivity reaction. On the 24th post-operative day abnormal laboratory findings were found as follows: wbc 3.8 × 103/mm3, esr 79 mm/hour, eosinophils 11.2%, crp level 6.1 mg/dl and an elevated level of ige. Other causes of pyrexia of unknown origin were investigated with patch tests for cement, gentamicin, vancomycin, tazocin, first-generation cephalosporin and rifampicin. However, no definitive findings were obtained. On the 26th day, the authors induced a provocation test for gentamicin, vancomycin, tazocin and first-generation cephalosporin. 7 hours later the patient developed a very high fever, rigors, rash, itching, and reddened skin. The authors conculed the patient was having a delayed reaction to the piperacillin/tazoactam in the bone cement. The bone cement was removed in revision surgery and the patient had no further complications. The only depuy product within this article is cmw 3 cement. All tka prostheses are competitor products.